Event description:
It was reported that the procedure was to treat a lesion in the left circumflex (lcx) artery with moderate calcification and moderate tortuosity. The 3x18mm xience skypoint stent delivery system (sds) was advanced to the target lesion and the stent as implanted; however, a distal end dissection was noted. Therefore, a 3x15mm xience skypoint stent was implanted to treat the dissection. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.